Event description:
While inserting twinfix ab, it got caught up in soft tissue before entering joint and broke in half at the eyelet. The broken portion could not be located in joint. The anchor broke before it reached the hold prepared with our 5.0 threaded dilator. Broken portion of anchor was not found. Further info from confirms, there is no current plan for an additional surgery to remove the broken piece. Drill guide was not being used. Surgery was successfully completed with a back-up. Sales rep. Confirmed that the anchor broke as it was entering the joint before it came in contact with bone.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)